Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced with a non-boston scientific product, due to high capture thresholds. No additional adverse patient effects were reported.